Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen was flickering when the patient returned from the or. The iabp was replaced with another to continue therapy. There was no reported patient injury or adverse event.

Manufacturer narrative:
The customer did not request getinge service in connection with this event as they handle their own repairs. However, the customer advised that the coiled cable was replaced. No further information was made available.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent if the information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen was flickering when the patient returned from the or. The iabp was replaced with another to continue therapy. There was no reported patient injury or adverse event.